Event description:
The patient reported that the display screen of the insulin infusion device "froze up" and he couldn't get it to change. He stated it looked like "811" on the display but he was not sure. The patient was in a hurry to get to work and declined troubleshooting. The patient was advised to switch to his back-up infusion device, and he stated he would do so. Further attempts to contact the patient for follow-up were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.